Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. Functional evaluation revealed there was "device failed- please return" error message when turned on, device operation failed to go past the error message, establishing a relationship between the device and the reported event the root cause was identified main pcb defective. A review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that a renasys go keep giving an error message warning that won't stop, preventing suction. No patient injury was reported.